Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced an electrical reset. The patient came in for a routine follow-up test and the device model number was all question marks and the serial number was all zeros. The physician elected to explant the device.